Event description:
It was reported the patient felt a burning sensation at the lead insertion site. The patient was to schedule an appointment with her physician for follow up. Attempts to determine the status of the issue were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.